Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime/deliver test, excessive no delivery test and displacement test or faded screen and missing segments/partial display due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that display began to fade each time the act button was pressed. Customer changed battery and display screen returned. Customer's blood glucose was 104 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.